Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user dropped an ilet insulin pump and the touchscreen cracked, while the device remained functional though no longer watertight. Symptoms included no reported blood glucose impact and no clinical effects. Outcomes included device replacement and continued use of cgm via app or receiver as needed, with the user instructed to shut down the damaged unit and return it. Investigation included collection of event details, verification of device information, and logistical assessment for replacement and return. Investigation of this device revealed physical damage to the touchscreen component consistent with accidental drop, resulting in compromised enclosure integrity and necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.